Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door sensor issue. Evaluation experienced a "door not fully latched" alarm, caused by loose link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump had a door sensor issue, in that it did not recognize a closed door in the medical/surgical unit. It was also reported that there was no patient injury.